Event description:
It was reported that a malfunction alarm occurred. Reportedly,the customer reset the pump on his own however the malfunction alarm recurred.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.